Manufacturer narrative:
Follow up information received on 07-jul-2015: follow-up attempts were done, with no response to date. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who developed rash after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy with inserts removal. The reported event was considered serious due to medical importance and is listed according to essure's reference safety information. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, and hives that resolve after device removal. In this particular case, consumer underwent skin test which concluded on gold allergy; although essure is composed of nickel-titanium, since in metal-allergy patch tests false positive or negative reactions can occur, an association between the reported rash with an allergy to essure components cannot be excluded and due to the intervention reported, this case is regarded as incident. The product technical analysis concluded unconfirmed quality defect and that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Despite follow-up attempts; no further information was obtained.

Manufacturer narrative:
Ptc investigation result received on 02-feb-2015. (B)(4). Final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who developed rash after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy with inserts removal. The reported event was considered serious due to medical importance and is listed according to essure's reference safety information. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, and hives that resolve after device removal. In this particular case, consumer underwent skin test which concluded on gold allergy; although essure is composed of nickel-titanium, since in metal-allergy patch tests false positive or negative reactions can occur, an association between the reported rash with an allergy to essure components cannot be excluded and due to the intervention reported, this case is regarded as incident. The product technical analysis concluded unconfirmed quality defect and that there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This spontaneous case report was received via regulatory authority (B)(4) in united states on (B)(6) 2015 from a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2008. Consumer stated approximately 4 years later (2012) she started developing a rash. She had skin testing and dermatology pathology testing to conclude she had developed a gold allergy. In addition, according to her, she later learned that essure contains gold in the device and, recently, she had a hysterectomy to have device removed. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who developed rash after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy with inserts removal. The reported event was considered serious due to medical importance and is listed according to essure's reference safety information. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, and hives that resolve after device removal. In this particular case, consumer underwent skin test which concluded on gold allergy; although essure is composed of nickel-titanium, since in metal-allergy patch tests false positive or negative reactions can occur, an association between the reported rash with an allergy to essure components cannot be excluded and due to the intervention reported, this case is regarded as incident. A product technical analysis is being sought.